Event description:
On (B)(6) 2012, a physician reported that, on this date, his handheld device began acting weird and would not hold a charge. It was confirmed that the handheld device was plugged in for several hours; however, when the device was unplugged from the wall, the battery percentage went close to zero percent. Follow up with the physician revealed that the issue began a few days prior to (B)(6) 2012, approximately (B)(6) 2012. The device was typically stored well in the bag in the physician's car. There was no user mishandling. The physician also reported that there were a few patients who could not be programmed at a group home due to this issue. The device was returned on (B)(4) 2012 and is currently undergoing product analysis.

Event description:
Product analysis for the returned handheld device and software flashcard was approved on (B)(6) 2012. An analysis was performed on the returned flashcard: no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Analysis was performed on the returned handheld: no anomalies associated with the battery were identified during the analysis. During the analysis it was identified that the serial cable had an open electrical connection in the power cable. As a result of the open wire connection, the handheld would receive power from the ac adapter intermittently.

Manufacturer narrative:
Review of x-rays of the power supply portion of the serial cable taken by the manufacturer revealed a open wire connection. Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
.